Manufacturer narrative:
(B)(6). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device bearings did not function. It was further observed that the trigger was hanging. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery hand piece device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the bearings did not function. It was further observed that the trigger was hanging. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.